Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1h8b8, ubd: (B)(6) 2020, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient's impedance was too high. Their lead was replaced and the results were good, however their tremor was not well improved. They were still in the hospital. The cause of the impedance issue was unknown. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 3389s-40, lot# va1h8b8, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient refused to tell their weight. The implant and explant dates were updated, along with the serial number of the ins involved with the high impedance. No patient symptoms or further complications were reported/anticipated as a result of this event.